Manufacturer narrative:
This incident is being recorded under (B)(4). G2: foreign - event occurred in spain. E1: telephone - (B)(6). The device will be returned for analysis; an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that during surgery the device did not cut evenly on one side. Skin comes out thicker than on the other side, which was thinner. No information was provided regarding patient impact. Diligence is complete.